Manufacturer narrative:
(B)(6). Altman d. Et al; nordic transvaginal mesh group. Anterior colporrhaphy versus transvaginal mesh for pelvic-organ prolapse. N engl j med. 2011;364(19):1826-36.

Event description:
Following a middle compartment prolapse repair procedure using an uphold lite vaginal support system, the patient underwent vaginal reoperation due to pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.